Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. The customer's blood glucose (bg) was "high"; however, no specific value was provided. The customer administered a bolus via the pump to address bg level, and continued to use the pump for insulin therapy.